Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
Material no.: 320883 . Batch no.: 8311957. It was reported that during use of pen ndl 32g 4mm 90 CT mail order only the pen needles are difficult to remove from the insulin pen after injection. The following information was provided by the initial reporter: consumer left voicemail stating that the pen needles are difficult to remove from the insulin pen after injection.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no.: 320883 batch no.: 8311957. It was reported that during use of pen ndl 32g 4mm 90 CT mail order only the pen needles are difficult to remove from the insulin pen after injection. The following information was provided by the initial reporter: consumer left voicemail stating that the pen needles are difficult to remove from the insulin pen after injection.